Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device had a rotational movement between the housing and swivel and a low revolutions per minute (rpm). The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the motor was power broken, there was movement between the housing and the swivel, and the device had low rotations per minute (rpm). Therefore, the reported condition was confirmed. It was determined that the cause of the power broken was due to failure to follow the directions for use and running the device in the safe or load position , which is, user error, abuse and/or misuse. It was further determined that the movement between the housing and the swivel was due to normal wear over time. The assignable root causes were determined to be due to user error / abuse and/or misuse and normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.